Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported physical damage to her insulin pump. The customer stated there was cracks and broken pieces on her insulin pump. She also mentioned the corners of her insulin pump's screen was cracked. Customer's blood glucose was 124 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.